Event description:
It was reported to philips healthcare that the heartstart xl defibrillator displayed a heart rate when no patient was connected to the device. There was no patient involvement.

Manufacturer narrative:
(B)(4).